Event description:
Senseonics was made aware of an event where the user was referred to hcp for an additional procedure because of dissatisfaction with sensor placement relative to bicep muscle which resulted in sensor connectivity issues.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user complained about receiving persistent no sensor detected alerts. Review of the alert history confirmed that the user had frequent no sensor detected alerts throughout the period the sensor was inserted. The user also reported that the sensor had been inserted in the bicep muscle which they believed was contributing to the connection problem. Troubleshooting efforts to optimize transmitter placement were unsuccessful in resolving the issue, thus return material authorization (RMA) was issued for the return of the sensor for further investigation. The investigation on the returned sensor showed that it was able to connect with a known good transmitter with an excellent and stable signal, and no malfunction of the sensor was observed. Based on these findings, the issue is most likely attributable to suboptimal transmitter placement over the insertion site, potentially related to the sensor's location. The user was offered a sensor replacement as a resolution. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.